Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #12, and after 1 week the provisional prothesis was installed, it was verified its non-osseointegration. Immediate load was not executed and no further information was provided.